Manufacturer narrative:
It was reported that a shutdown occurred during cooperative movement in registration phase. The subject issue has initially been assessed as non reportable as the surgeon was able to resume the surgery with a minimal delay. However the technical investigation concluded that the root cause of the shutdown is a known design defect which has already been reported. Therefore the event is now assessed as reportable.

Event description:
It was reported that a shutdown occurred during cooperative movement in registration phase. Surgeon indicates that non-excessive force was applied to arm. No clinical consequences, estimated delay was 5 minutes.